Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was attempting to bolus and he couldn't hear the five or ten audio beeps that sound for it. Customer was administering a bolus during the call. Customer provided his name but account wasn't located. Customer abruptly finished the call stating he will change the battery and call back. The device is not returning for analysis.